Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer's mother reported via phone call that the customer dropped the insulin pump in the toilet. Blood glucose value at the time was over 300 mg/dl and customer experienced high blood glucose as high as 500 mg/dl. The customer did not receive any alarms after the water exposure and the insulin pump passed the selftest. Mother reverted customer to her old insulin pump. Mother stated they treated with the back-up device and blood glucose was in a normal range. It was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump passed the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. No moisture damage was found on the motor, battery tube, vibrator assembly, or keypad traces. However, moisture damage was found on the electronic assembly during visual inspection. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the lcd window, and a scratched reservoir tube window.